Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with infusion set bent cannula which led to high blood glucose level on (B)(6) 2025. The patient went to the emergency room with a recorded peak of high blood glucose 598 mg/dl. During hospitalization, patient received intravenous and fluids of saline and insulin as a corrective treatment. The duration of emergency room lasted 8 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011319, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 11-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6011319" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011319 was manufactured according to the work instruction (wi) version 29 and manufactured in the line 1 on 21-feb-2025, with a total of (B)(4) units. Review of the DHR showed a non-conformance nc 2165520 2081027 was opened during sterilization process (several loads interrupted by power outages). Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula and introducer needle found bent/kinked during insertion. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, one non-conformance (nc) raised during sterilization process no related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.